Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device was reprocessed in a procedure different from the instruction manual (handling problem). Additionally, the evaluation revealed: the cable, scope mount, and focus ring were deformed and led to leakage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the high definition camera head was not reprocessed correctly - the wrong sterilization method was utilized. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, it was determined that handling of deviations from the instructions for use resulted in ¿ incorrect sterilization method¿. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.